Event description:
The customer used the device to check their blood glucose and obtained a result of 230 mg/dl. Customer went to the e.r. And their customer glucose was 570 mg/dl. Customer was admitted and treated with insulin. Controls were not used. The device was replaced and requested to be returned for evaluation.